Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was missing pixels and there were vertical lines in the screen. There was no reported adverse impact to customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.